Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, blood leaking from the hemostasis valve of the introducer and the hemostasis valve was not as tight as expected. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The reported event of a leak and ¿hemostasis valve was not as tight as expected¿ was confirmed. A leak was noted at the hemostasis hub and air aspirated into the syringe during functional testing. The hemostasis hub of the introducer was able to rotate freely, consistent with the leak. Dissection of the hemostasis hub revealed all components of the hemostasis hub were present and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the loose hemostasis hub and subsequent leak remains unknown.